Event description:
Literature was reviewed regarding a single-center experience with transcatheter aortic valve replacement (tavr). The study population included 122 patients with a mean age of 77.9 years who were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population; 82 patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: arrhythmia requiring permanent pacemaker implant, stroke, acute kidney injury, major vascular or bleeding complication, moderate to severe aortic regurgitation and paravalvular leak, valve-related dysfunction requiring intervention, and peak gradients >20 mmhg.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: magyari et al. Learning curve for starting a successful single-centre tavr programme with multiple devices: early and mid-term follow-up. (B)(6) med. On (B)(6) 2024:1088. Doi: 10.3390/jcm13041088. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.